Event description:
It was reported to boston scientific corporation that an injection gold probe was used during a gastroscopy procedure at the ventricle performed on (B)(6) 2012. According to the complainant, after injecting the site with adrenaline, the needle failed to retract into the injection gold probe catheter. The device had been tested prior to use and functioned normally. Additionally, no device damage was noted prior to use. The procedure was completed with another injection gold probe. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The reported event of needle failing to retract. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.